Manufacturer narrative:
It was then reported on 08 august 2019 that the device has been explanted on (B)(6) 2019.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, a warning message stating that the device memory was not activated was displayed. The device memory was reset and one hour after the reset, this warning message reappeared. The device memory was reset one more time, and the device was re-interrogated right after. No warning message was displayed this time. The user reported that this is the second time this issue is observed with the subject pacemaker.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, a warning message stating that the device memory was not activated was displayed. The device memory was reset and one hour after the reset, this warning message reappeared. The device memory was reset one more time, and the device was re-interrogated right after. No warning message was displayed this time. The user reported that this is the second time this issue is observed with the subject pacemaker.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, a warning message stating that the device memory was not activated was displayed. The device memory was reset and one hour after the reset, this warning message reappeared. The device memory was reset one more time, and the device was re-interrogated right after. No warning message was displayed this time. The user reported that this is the second time this issue is observed with the subject pacemaker.